Event description:
It was reported that the stent would not cross the calcific/tortuous lesion in the circumflex. When the device was retracted into the guiding catheter, the stent dislodged from the balloon. The stent was succesfully snared. There were no patient effects.